Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction and surgical intervention if certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient who underwent primary breast augmentation with two 275cc mentor smooth round high profile saline breast implants experienced bilateral patient dissatisfaction post procedure. Patient stated that her implants are too big. As a result, patient¿s physician released 50cc from both implants and re-implanted device into patient on (B)(6) 2020. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, these devices were used off label. This medwatch form is for the left breast prosthesis.